Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has ground fault alarm and high leaked. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: one device was returned in poor condition. The device was put in water in water tank, attached disposable temp check, plugged line cord into outlet and connected to electrical analyzer and turned device, this confirmed the customer's reported problem for faulty alarm but not for leakage. The device passed functional testing. The root cause was found to be the microswitch. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.